Manufacturer narrative:
Investigation: no samples or photos were received for investigation of this failure, therefore we could not verify the reported claimed defect. There is a corrective action, CAPA#855815, open for this issue and we are looking for ways to prevent the needle piercing the catheter during manufacturing. DHR was reviewed and regarding the tests of ¿damaged component¿ and ¿transfixed catheter¿ and were not evidenced records that could lead to claimed defect.

Event description:
It was reported that the needle was observed to be pierced through the insyte 24ga x 0.75in catheter before use when removing the catheter shield. The following information was provided by the initial reporter, translated from spanish to english: "in the moment of puncturing the patient and removing the catheter shield, it was observed it was perforated by the needle."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle was observed to be pierced through the insyte 24ga x 0.75in catheter before use when removing the catheter shield. The following information was provided by the initial reporter, translated from (B)(6) to english: "in the moment of puncturing the patient and removing the catheter shield, it was observed it was perforated by the needle."